Event description:
Twelve years after having a cordis bare-metal stent placed in the right coronary artery (rca), the patient returned with chest pain and had an additional (cypher) stent placed in the rca. The patient called medical affairs to report adverse events in association with a cypher stent and additionally reported an adverse event of a previous implanted cordis bare-metal stent. The patient reports having the bare metal stent implanted in the right coronary artery (rca) after suffering a heart attack. Approximately twelve years after the index procedure, the patient began experiencing chest pains. He was admitted to the hospital in 2007, where a cardiac catheterization was performed, and a cypher stent was implanted in the circumflex artery. Five days later, he was re-admitted to the hospital with chest pains and another cypher stent was implanted in the rca (location unknown). The patient claimed that there was no mention of a restenosis of the bare-metal stent but was not certain. At discharge, he reports that all of his medications had been changed and since then he has been experiencing itching of the skin and breaking out in a rash when exposed to sunlight. These events started to occur approximately three weeks after the procedure. The patient was treated with otc medications, and later visited a dermatologist who diagnosed him with "granuloma facial" and rosacea. The patient was treated with cortisone injections, topical creams and laser therapy with no resolution and the events were ongoing. He also reported indigestion after second and third stents which was treated with pepcid and resolved four months ago. He reported leg cramping which he relates to low potassium and he treats this with a potassium supplement. These events are ongoing.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.